Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump temporary basal was programmed for 4 hours however the pump did not use the temporary basal for the full 4 hours. The reporter indicated that the pump was locked and denied any pump suspensions or battery changes during that time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings:a review of the black box shows a 4.0hr duration temporary basal program being set and successfully completed on 02/11/2014 and on 02/12/2014 with no interruptions observed. On 02/13/2014 19:30 a temporary basal program was set. A rewind was performed at 19:35; the rewind function cancelled the temporary basal program. During testing, a temporary basal was programmed for 4.0hr duration and after the 4.0hr duration period the temp-basal program was completed; no interruption occurred during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.